Event description:
A patient was implanted with a tfn construct in (B)(6) 2012 for an intertrochanteric fracture. The helical blade advanced through the femoral head and into the pelvis. The patient was returned to the operating room on (B)(6) 2012 for removal of hardware and revision to competitor's nail construct. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
(B)(4): placeholder.